Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient experienced an insulin flow blocked alarm due to occlusion event on (B)(6) 2026. Due to occlusion issue, patient's blood glucose level was high and was treated with correction injection via multiple daily injections (mdi). The patient replaced soft cannula infusion set only and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.